Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified. Based on results of the investigation, the customer complaint could not be confirmed.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the unit does not hold a charge. " immediately after disconnecting from power the unit will shut off completely". There was no known impact or consequence to patient.